Event description:
On 27/jan/2023 it was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis. Additional information related to the peritonitis event reported on 27/jan/2023 was received from the peritoneal dialysis registered nurse (pdrn) on (B)(6)2023. This peritoneal dialysis (pd) patient presented to the pd clinic on (B)(6) 2022 with signs of abdominal pain and cloudy pd effluent. The patient was diagnosed with peritonitis. A pd effluent culture was obtained. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin 2g every 5 days and ip gentamycin 86.4mg daily. The patient¿s cultures were positive for enterococcus faecalis. The white blood cell (wbc) count was 2432 with 94% polymorphonuclear cells. Gentamycin was discontinued on (B)(6) 2023 after the culture results were received. The ip vancomycin was increased to 2g every two doses and then decreased to 1500mg every 2 doses which was completed on (B)(6) 2023. The cause of the peritonitis event was attributed to touch contamination, lack in aseptic technique. The patient continued to complete ccpd therapy during recovery. The patient did not require hospitalization for the event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 27/jan/2023 it was reported that this peritoneal dialysis (pd) patient was diagnosed with peritonitis. Additional information related to the peritonitis event reported on 27/jan/2023 was received from the peritoneal dialysis registered nurse (pdrn) on 03/feb/2023. This peritoneal dialysis (pd) patient presented to the pd clinic on (B)(6) 2022 with signs of abdominal pain and cloudy pd effluent. The patient was diagnosed with peritonitis. A pd effluent culture was obtained. The patient was initiated on intraperitoneal (ip) antibiotics with vancomycin 2g every 5 days and ip gentamycin 86.4mg daily. The patient¿s cultures were positive for enterococcus faecalis. The white blood cell (wbc) count was 2432 with 94% polymorphonuclear cells. Gentamycin was discontinued on (B)(6) 2023 after the culture results were received. The ip vancomycin was increased to 2g every two doses and then decreased to 1500mg every 2 doses which was completed on (B)(6) 2023. The cause of the peritonitis event was attributed to touch contamination, lack in aseptic technique. The patient continued to complete ccpd therapy during recovery. The patient did not require hospitalization for the event.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. There is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient¿s peritonitis event. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for the event. The cause of the peritonitis was attributed to a lack in aseptic technique by the patient. This is supported by the culture results of enterococcus faecalis, a normal inhabitant of the genitourinary tract. Enterococcal peritonitis probably results from touch contamination and possibly from gi sources. Based on the information and no allegation or evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event.